Manufacturer narrative:
This is related to MDR number: 3011632150-2021-00014. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis is listed in the biomimics 3d instructions for use and is a known and potential adverse patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This is related to MDR number: 3011632150-2021-00014. There is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the mimics 3d european post-market observational study on (B)(6) 2018. The patient was implanted with two biomimics-3d devices (5.0 x 80mm and 6.0 x 60mm) to treat a de-novo occlusion in the sfa distal third to proximal popliteal artery of the right leg. On (B)(6) 2021, a restenosis of treated segment was identified. It required percutaneous intervention to revascularise the target lesion. The event is reported as "possibly related" to the study device and "possibly related" to the procedure. No further information has been provided by the site. The outcome is described as "resolved/recovered". The devices remain implanted.